Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) on 2018-mar-24. It was reported that the patient was able to reset the programmer himself and it had been working properly for a week. The rep also reported that the shocking was not intense or comfortable, it would just come on and off. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturer representative from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was a power on reset message. The patient also reported getting an occasional shocking sensation around the lead site since the power on reset occurred. There was no trauma or fall noted that could have been related to the issue. The patient had taken a flight around the time that the power on reset occurred about a week prior to the report, confirmed as (B)(6) 2018. The patient has not had an overdischarge recently and keeps up on his charging. There were no further complications reported.